Event description:
It was reported that the fast fix 360 had t1 and t2 deployed at the same time. T1 was still in the patient and t2 was removed out. Delay:5min. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint reads ¿t1 and t2 deployed at the same time¿. And ¿t2 was removed out¿. The device is almost one year old. T1 was not returned. T2 and partial suture were returned separated from the needle. The device is visibly damaged. The delivery needle is visibly bent, bowed and twisted. This is consistent with difficulty in reaching the desired procedure site. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer actuates or cycles properly due to the damage attained. No root cause related to the manufacture of the device can be established.